Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. No sample was returned for investigation, therefore, no physical investigation could be conducted. Catheter leak could be due to several reasons. However, in the absence of the returned sample, further investigation could not be conducted, and the actual root cause of this phenomenon could not be determined. Therefore, this complaint could not be confirmed.

Event description:
It was reported that: we had another case of leakage. The nurse changed the device because the balloon was porous. The liquid that the nurse took off (removed) was yellow and did not seem to be physiological serum. The customer confirmed that the leak is located on the red arrow. When the balloon was deflated the liquid was yellowish an it was not physiological serum (urine). The patient's condition was reported as fine. It was reported that the ch16 catheter was used for drainage, the bladder of the patient was full. The device is not available.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: we had another case of leakage. The nurse changed the device because the balloon was porous. The liquid that the nurse took off (removed) was yellow and did not seem to be physiological serum. The customer confirmed that the leak is located on the red arrow. When the balloon was deflated the liquid was yellowish an it was not physiological serum (urine). The patient's condition was reported as fine. It was reported that the ch16 catheter was used for drainage, the bladder of the patient was full. The device is not available.